Event description:
It was reported that during a da vinci surgical procedure, the tip of the monopolar curved scissors instrument broke off and fell into the surgical field. The broken piece was retrieved and the planned surgical procedure was successfully completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left blade was returned detached from the instrument. The blade fractured at the cross section of the grip cable crimp, thus exposing half of the cable crimp. No other damage was found. Per the info provided by the initial reporter, the broken instrument piece was successfully retrieved from the pt.